Event description:
During servcie testing, damaged batteries were found. According to the hosp. Rep. There was no pt injury or medocal intervention reported. No additional contacts or information was provided.